Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-insert migration/ the left essure coil was missing") and pelvic pain ("severe pelvic pain/ pain") in a 27-year-old female patient who had essure (batch no. C59243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included polycystic ovaries since 2003. Concomitant products included lorazepam since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the first episode of device expulsion ("expulsion of essure device"), anxiety ("anxiety"), depression ("depression"), rash ("skins rashes") and pruritus ("itching"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), the first episode of vaginal infection ("vaginitis") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"). In (B)(6) 2015, the patient experienced the second episode of device expulsion ("pelvic ultrasound and x-ray did not reveal the location of the left essure / hsg did not show the presence of the left essure / most likely due to her body having expelled the device"). On an unknown date, the patient experienced mood swings ("mood swings"), abdominal pain lower ("severe lower abdominal pain/ lower abdominal pain"), back pain ("severe back pain/ lower back pain"), the second episode of vaginal infection ("vaginal infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, mood swings, menorrhagia, abdominal pain lower, back pain, fatigue, the last episode of vaginal infection, headache, alopecia, the last episode of device expulsion, allergy to metals, migraine, dysmenorrhoea, dyspareunia, vaginal discharge, vaginal haemorrhage, urinary tract infection, anxiety, depression, rash and pruritus outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of device expulsion, the first episode of vaginal infection, the second episode of device expulsion and the second episode of vaginal infection to be related to essure. The reporter commented: since her removal surgery, mrs. (B)(6) symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left coil was missing. The right was in place. Ultrasound pelvis - on (B)(6) 2015: did not reveal the location of the left essure. X-ray - on (B)(6) 2015: did not reveal the location of the left essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporters added and updated patient demographics. Concomitant disease, concomitant drug were added. Updated suspect drug indication and added lot number. Added events abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginitis and urinary tract infection, psychological or psychiatric problems condition: anxiety and depression, rashes or skin conditions type: skins rashes and itching, migraines, migration of essure device location of device: to be supplemented, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, vaginal discharge, updated events onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("essure micro-insert migration/ the left essure coil was missing") and pelvic pain ("severe pelvic pain/ pain") in a 27-year-old female patient who had essure (batch no. C59243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included polycystic ovaries since 2003, dysfunctional uterine bleeding, depression and nickel sensitivity. Concomitant products included lorazepam since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis / vaginal infection") with vaginal discharge and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"). In (B)(6) 2015, the patient experienced device expulsion ("pelvic ultrasound and x-ray did not reveal the location of the left essure / hsg did not show the presence of the left essure / most likely due to her body having expelled the device/ expulsion of essure device"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), back pain ("severe back pain/ lower back pain"), allergy to metals ("nickel allergy") with rash and pruritus, dizziness ("dizziness") and irritability ("irritability"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy), surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device dislocation, mood swings, menorrhagia, back pain, fatigue, headache, device expulsion, allergy to metals, migraine, dyspareunia, vaginal haemorrhage, vaginal infection, urinary tract infection, anxiety, depression, dizziness and irritability outcome was unknown and the pelvic pain, alopecia and dysmenorrhoea had resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, irritability, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Coils: left :15 and right: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left coil was missing. The right was in place. Ultrasound pelvis - on (B)(6) 2015: did not reveal the location of the left essure. X-ray: on (B)(6) 2015: did not reveal the location of the left essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Events: pain, cramping, hair loss outcome were updated to recovered/resolved. Events: dizziness, irritability were added. Concomitant disease were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("essure micro-insert migration/ the left essure coil was missing") and pelvic pain ("severe pelvic pain/ pain") in a 27-year-old female patient who had essure (batch no. C59243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included polycystic ovaries since 2003 and dysfunctional uterine bleeding. Concomitant products included lorazepam since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis / vaginal infection") with vaginal discharge and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"). In (B)(6) 205, the patient experienced device expulsion ("pelvic ultrasound and x-ray did not reveal the location of the left essure / hsg did not show the presence of the left essure / most likely due to her body having expelled the device/ expulsion of essure device"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), back pain ("severe back pain/ lower back pain") and allergy to metals ("nickel allergy") with rash and pruritus. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy), surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic pain, mood swings, menorrhagia, back pain, fatigue, headache, alopecia, device expulsion, allergy to metals, migraine, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal infection, urinary tract infection, anxiety and depression outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Coils: left :15 and right: 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left coil was missing. The right was in place ultrasound pelvis - on (B)(6) 2015: did not reveal the location of the left essure x-ray - on (B)(6) 2015: did not reveal the location of the left essure concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("essure micro-insert migration/ the left essure coil was missing") and pelvic pain ("severe pelvic pain/ pain") in a 27-year-old female patient who had essure (batch no. C59243) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included polycystic ovaries since 2003 and dysfunctional uterine bleeding. Concomitant products included lorazepam since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("vaginitis / vaginal infection") with vaginal discharge and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"). In (B)(6) 2015, the patient experienced device expulsion ("pelvic ultrasound and x-ray did not reveal the location of the left essure / hsg did not show the presence of the left essure / most likely due to her body having expelled the device/ expulsion of essure device"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), back pain ("severe back pain/ lower back pain") and allergy to metals ("nickel allergy") with rash and pruritus. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy), surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic pain, mood swings, menorrhagia, back pain, fatigue, headache, alopecia, device expulsion, allergy to metals, migraine, dysmenorrhoea, dyspareunia, vaginal haemorrhage, vaginal infection, urinary tract infection, anxiety and depression outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Coils: left :15 and right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left coil was missing. The right was in place. Ultrasound pelvis - on (B)(6) 2015: did not reveal the location of the left essure. X-ray - on (B)(6) 2015: did not reveal the location of the left essure . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain , pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received. Reporters added. Event added per mr: pelvic inflammatory disease. Concurrent conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device expulsion ("pelvic ultrasound and x-ray did not reveal the location of the left essure / hsg did not show the presence of the left essure / most likely due to her body having expelled the device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), menorrhagia ("abnormally heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), vaginal infection ("vaginal infection"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, menorrhagia, abdominal pain lower, back pain, fatigue, vaginal infection, headache, alopecia and device expulsion outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, fatigue, headache, menorrhagia, mood swings, pelvic pain and vaginal infection to be related to essure. The reporter commented: since her removal surgery, (B)(6) symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: did not show the presence of the left essure ultrasound pelvis - on (B)(6) 2015: did not reveal the location of the left essure x-ray - on (B)(6) 2015: did not reveal the location of the left essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.